Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and a foreign object was found inside the fluid path of the syringe. The complaint is confirmed. The root cause is attributed to improper gowning. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Corrective actions are in process.

Manufacturer narrative:
Device evaluation. The device has not yet returned. A follow up report will be submitted when the evaluation has been completed.

Event description:
The distributor reported that a foreign object was identified in the barrel of a vacuum pressure syringe during their initial inspection of received product. The device was not sent to a user facility.